Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose of 369 mg/dl. Customer stated that it had nothing to do with the threshold suspend alarm. Customer was feeling sick, had ketones, and felt body pain like the flu. Customer also felt like she had diabetic ketoacidosis. Customer's blood glucose was high and she changed the infusion set. Customer stated that she had a little bit of a fever. Customer stated that she was at the emergency room for 3-4 hours and was treated with IV fluids. Customer was wearing the pump at the time of the visit. Customer stated that last night her blood glucose was 449 mg/dl and she did not get insulin all night long. Customer gave 10.9 units and then drank water. Customer's blood glucose went down to 439 mg/dl. Customer also had no delivery alarms in the alarm history. Customer stated that her blood glucose went down after she changed the infusion set and while she was at the emergency room.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.